Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure the left-ventricular (lv) lead was unable to access the vein and unable to be implanted. As a resolution the lv lead was not implanted and was replaced by a left bundle pacing lead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification.